Event description:
Swift microwave therapy was supposed to treat the wart but instead it caused ulceration/necrosis of the fingertip and nerve damage. The wart remained there after the wound healed and looks even worse than before treatment. FDA safety report ID # (B)(4).